Event description:
It was reported per medwatch report that the spring wire guide (swg) from the triple lumen catheter unraveled and broke during removal. Add'l info received on (B)(4) 2011 from the critical care unit mgr stated the catheter was being inserted into the pt's right internal jugular. There was resistance during removal of the swg prior to it unraveling. The swg was removed intact with the catheter and nothing was retained in the pt. Another catheter was used without incident. It is unk if there was a delay in treatment. The pt was septic and later expired due to progression of pt complications in the intensive care unit. The mgr of the critical care unit stated they felt this incident was not a contributing factor to the pt expiring. Add'l info from the user facility report: guidewire for triple lumen catheter unraveled and broke during removal.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available. Add'l info from the user facility report: common device name: triple lumen central line.